Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that patient underwent fluro and contrast injection for evaluation off existing cvad (central venous access device). After procedure, needle cover/protection device did not deploy to cover needle when removing port needle. There was no injury to patient or caregiver. No other information was provided.